Manufacturer narrative:
Only the subject printed circuit board has been returned to omsc for investigation. Omsc checked the subject printed circuit board from the power up and duplicated the reported phenomenon. It was found the electronic component failure on the printed circuit board which was managing the back-up data. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the investigation result, omsc concluded that this phenomenon was attributed to the electronic component failure on the printed circuit board of the subject device. The error e05 shows the occurrence of back-up data checksum abnormality. The cause of electronic component failure was not possible to identify, but it might be occurred due to an accidental failure because there was no tendency to occur frequently. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the engineer of olympus (B)(4) that it was found the error e05 was always outputted from the printed circuit board of the subject device even its printed circuit board had been a brand new spare part from (B)(4) stock. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-05480 which was submitted on april 27, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.